Manufacturer narrative:
There was no report of a device malfunction.

Event description:
Limited information was provided with regard to a pediatric patient undergoing continuous renal replacement therapy on a prismaflex machine. The nurse contacted the clinical support call center to troubleshoot the ¿excess fluid gain limit¿ alarm. Reportedly, treatment ended without returning the blood in the extracorporeal circuit to the patient. It is unknown if the patient had a blood loss or if the blood in the extracorporeal circuit was primed with blood bank blood and therefore, there would be no blood loss to the patient. There was no report of a device malfunction and no information that suggests the patient required medical intervention to preclude serious injury as a result of this event.